Event description:
Home pt (hp) reported feeling full, as if he were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp states he initiated a manual drain during therapy until full feeling was relieved and continued therapy to completion with no further difficulties. Hp states there were no alarms during therapy and total ultrafiltrate volumes for therapies performed were positive. Hp subsequently requested a replacement homechoice cycler. According to hp, he recently had his therapy prescription modified, increasing the fill volume during therapy from 2000ml to 2500ml. Healthcare professional (hcp) and hp relate full feeling during therapy may be attributable to reaction from medication prednisone, however, hp no longer feels full during therapy using the replacement homechoice cycler. According to hp, he has had prior reactions of bloating and abdominal distension resulting from prednisone use. Both hp and hcp state there was no pt injury or medical intervention.